Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit need to be checked and replace parts.

Manufacturer narrative:
Updated fields-: b4, g3, g6, h2, h11. The complaint record is downgraded based on the follow-up information. Based on the updated information it is only replacement of spare part. There was no unit involved and no malfunction reported, hence need to cancel this record. No additional reports will be sent for this mfg report number 2249723-2024-0004120.